Manufacturer narrative:
Batch review performed on 05 february 2020: lot 1904373: (B)(4) items manufactured and released on 24-july-2019. Expiration date: 2024-07-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 28 size l +3.5 (k112115) lot. 1903848 batch review performed on 05 february 2020: lot 1903848: (B)(4) items manufactured and released on 24-jul-2019. Expiration date: 2024-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 1 month after primary the surgeon performed a washout and revised the ceramic head and poly liner. The surgery was completed successfully.